Event description:
The olympus territory account manager reported (on behalf of the customer) that there was an incorrect reprocessing problem that involved the evis exera iii duodenovideoscope. The customer was not using a flushing device, which provides the aspiration of detergent through the suction channel. There was no procedural or patient involvement associated with the reported event.

Manufacturer narrative:
At the request of the olympus territory account manager, an olympus endoscopy support specialist (ess) was dispatched on-site to provide reprocessing support. As the customer was not using a flushing device (which provides the aspiration of detergent through the suction channel) and was reportedly using an older flushing aid that did not perform aspiration, ess advised the customer to obtain a portable suction device; this will allow the customer to perform the required step of detergent aspiration through the suction channel. According to the instructions for use for the evis exera iii duodenovideoscope, aspiration of detergent is a required step for adequate reprocessing of this device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use (IFU) which state: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them." Olympus will continue to monitor field performance for this device.